Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: a complaint of a male luer breaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd maxzero¿ needleless connector was damaged. The following information was provided by the initial reporter: maxzero-port broke off and was stuck in patient's port needless connector cap.